Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the failed battery test due to the blank display. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a failed battery test. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.